Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter had difficulty flushing during preparation. Upon further inspection, excess adhesive was observed where the tube is seated into the catheter. The sideport was also 'hazy'. The device was replaced, and procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed.